Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) pace lead impedance measurements greater than 2,000 ohms. The patient was evaluated and all other lead measurements were within normal limits. No further action was planned at the time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to obtain additional information are being made. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that this system continues to exhibit high out of range pacing impedance measurements. Furthermore, there were some stored non-sustained ventricular tachycardia (nsvt) episodes due to noise and oversensing. No adverse patient effects were reported. Boston scientific technical services (ts) discussed findings and possible causes.

Event description:
Subsequently, this patient underwent a revision procedure and the patient's rv lead was surgically abandoned. No further complications have been reported. This crt-d remains in-service.